Manufacturer narrative:
(B)(4). Medical product: nexgen stemmed tibial tray, catalog #: 00598003702, lot #: 63702812; nexgen straight stem extension, catalog #: 00598801011, lot #: 63565245. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the screw did not extend through the tibial tray and into the stem extension. Another insert, with screw, was used to complete the case. No adverse events have been reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The visual evaluation of articular surface w/ lock down screw. The lock down screw was found that the hex head feature was machined incorrectly (round) in order to disassemble locking screw that was engaged with the stem extension, torque was applied to disengage the threads. Threads don't appear to be damaged and shows contact scratches on bottom of the head. Also stem extension was retuned along with lcck articular surface and shows sign of use. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.